Event description:
It was reported that the physician used a 16g biopsy needle during a kidney biopsy, and was not able to obtain any tissue samples. He withdrew the needle and found that there was a gap between the cannula and the sample notch. The doctor used a different needle and successfully completed the biopsy. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Complaint sample was returned for eval and the investigation is currently underway.